Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-line alarms through the history log, but could not reproduce it. Evaluation found cracks in the upstream sensor tail pins. Evaluation also found tail pins to be misaligned. The failed upstream sensor was replaced.